Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient representative called back and stated that ins was becoming inefficient. Caller stated that they have made adjustments as previously noted, but patient is starting to feel pain down their leg again and incontinence has gotten really bad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim urge incontinence. It was reported that the patient was having more accidents lately. They mentioned that the therapy was not working well lately. The caller asked assistance on how to make adjustment with the patient's stimulation. Agent tried to walked the caller through however the patient was not with them. No troubleshooting has been performed, as the caller has no access with the external devices as well as with the patient. The agent sent the device handbook to the caller. They will just callback once they are with the patient.(con): additional information was received from the patient on 2025-07-21. They reported that the patient was feeling stim in the vulva/bike seat area but later started feeling the stimulation down and into the foot, and it felt like neuropathy. Reviewed with the caller that when they are with the patient next they can decrease the stimulation. Reviewed the option of changing programs the caller will call back if additional assistance is needed. It was eiterated that in the past two months at least the patient was having more incontinence. Caller stated the frequency of the incontinence was that the patient was "almost leaking all the time" and that the patient's bladder would occasionally expel itself. Caller stated the therapy was still helping (the patient's symptoms were still better than baseline) but not as much. Patient services reviewed therapy expectations as well as device description/function and stimulation and programming considerations. Caller wanted to increase the stimulation so patient services walked the caller and patient through connecting to the patient's settings. The therapy was on. Caller increased the stimulation up to a level where the patient felt the stimulation as a comfortable tingling in their bike-seat region. Patient to monitor their symptoms and reach out to the patient's hcp about potentially switching programs if the therapy still didn't help. Caller and patient may call back for assistance in switching to a new program in the future. 2025-07-21.